Manufacturer narrative:
H3: device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that calibration of the system was successfully performed. The system is now operating normally. Evaluation of the logs indicated that the arm cart assembly experienced different error codes multiple times which caused the arm cart to stop moving and led to the calibration errors. An error code for 'robotic arm motor state check' was observed, which indicates if either the measured and commanded motor state does not match after the commanded motor state has change, or if the measured motor state changes without command, the robotic arm software will trigger a subsystem non-recoverable inoperable error. This error reports a message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". An error code for for 'robotic arm brake state check' was observed, which indicates that if either the measured and commanded brake states does not match after the commanded brake state has changed, or the measured brake state changes without command, the robotic arm software will trigger a subsystem non-recoverable inoperable error. This error reports a message stating, "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". An error code for 'subsystem robotic application validation - robotic arm and setup arm redundant controller state check - surgery mode' was observed, which indicates that while an arm cart assembly is in surgery mode, if the reported motor state or the reported brake state does not agree with the controller modes, the subsystem robotic application software will trigger a subsystem non-recoverable inoperable error. This error reports a message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". An error code for 'instrument drive unit hall position marked as invalid' was also observed, which indicates that if any of the hall positions is marked as invalid, the instrument drive unit (idu) software will trigger a subsystem non-recoverable inoperable error. This error reports a message stating, "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a robotic laparoscopic sigmoidectomy procedure, the arm cart assembly stopped moving. A reboot of the system was attempted, but the calibration process failed. The surgery was proceeded by using the remaining three arm carts. There was a delay of fifteen minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates the aca was calibrated successfully and is back in use. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a robotic laparoscopic sigmoidectomy procedure, the arm stopped moving. The team attempted to reboot the system, but the calibration process failed. The team proceeded with the surgery using the remaining three arms. There was a delay of 15 minutes due to the reported issue. There was no patient injury.